Event description:
In 2008 the sales rep reported that during processing it was noticed that the screw was missing from the rod caliper. Additional info received about 2 days later, the sales rep reported that during the inspection the screw was missing. There was no reported pt contact. The malfunction has resulted in a serious injury in the past.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation pending upon the return of the product.